Event description:
New information received notes that the lead fracture was discovered during device fluoroscopy performed on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that fracture was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2018. No further information is available at this time.